Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693565 lead, implanted: (B)(6) 2015; 439688 lead. Implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that as the physician was closing the pocket following lead implant, the atrial lead dislodged. The physician attempted to reposition the lead but the pacing threshold never improved. The physician believed there was difficulty extending and retracting the helix. The study investigator noted that the event was related to the procedure and the atrial lead. The lead was explanted and replaced. The lead was noted to be part of the wrap-it study. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the physician struggled with getting the envelope into the pocket, and suggested that it was the struggle which caused the atrial lead to dislodge. Prior to placing the ipg with envelope into the pocket, the atrial lead had tested within normal parameters through the analyzer. After placing the ipg and envelope in the pocket it seemed that the atrial lead was sensing in the right ventricle. Fluoroscopy was used to verify dislodgement.

Event description:
It was further reported that the physician wondered about the absorbable envelope "grabbing" the leads when placed in the pocket causing micro dislodgement and then atrial lead dislodgement with defibrillation threshold (dft) testing. The physician thought perhaps they had probably too much lead length in pocket, wrapped implantable plus generator (ipg) only and could see how ipg going in could have potentially grabbed pulled the lead. The absorbable envelope was implanted. No patient complications have been reported as a result of this event.